Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. Eight days prior to the event onset, the patient was hospitalized due to catheter initiation. The patient was treated with vancomycin injection (1g, once in 5 days, for 15 days, discontinued, route was not reported) and amikacin injection (70mg, once daily, for 15 days, discontinued, route was not reported) for the event. At the time of this report, the patient has recovered from the event. And has been discharged from the hospital. Pd therapy was ongoing. No additional information is available.